Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels up to 527mg/dl. A correction bolus via the pump was delivered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.